Manufacturer narrative:
This report is filed may 10, 2016. The implanted device remains.

Event description:
Per the clinic, the patient reported experiencing pain, swelling, drainage and infection at the abutment site. Subsequently, the patient was prescribed antibiotics. The implanted device remains.